Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that water tightness was lost due to wear of the scope cover packing, the coating of the connecting tube was peeled, and the distal end was shaved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera iii duodenovideoscope for annual inspection. The device was reprocessed according to the instruction for use prior to return. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the distal end had residual liquid. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the reprocessing not being conducted properly due to leakage from scope connector cover (s-cover). However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.